Event description:
It was reported that during the spinal cord stimulation (scs) implant procedure the patient started moving around during the twilight state, the physician made the first incision, and the patient was able to feel it and was kicking and moving her body around. The anesthesiologist administered something to calm the patient down, it is unknown what the patient was given. Throughout the procedure, the anesthesiologist noted the patient having difficulty breathing. Toward the end of the procedure, the patient's blood pressure and heart rate dropped very low, and anesthesia began yelling for more drugs. The patient later coded and 911 was called. The ambulance, paramedics and fire department arrived at the hospital. Paramedics began protocols when they arrived at the hospital but could not sustain a pulse on the patient and the patient's death was pronounced. The paramedics apparently called for the anesthesiologist a few times to ask how much fentanyl was administered, and dosage of other drugs.